Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing across the stomach on a laparoscopic sleeve gastrectomy, the reload stopped half way and the incomplete staple line was noted on the distal part. A new reload was used to complete the case. There was no patient injury.